Event description:
Medical staff reported the event of capsular contracture baker grade IV , on the left side. Vigilance reportable to ansm. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, h6.

Event description:
Device has been discarded.

Event description:
Healthcare professional reported the event of capsular contracture baker grade IV , on the left side. The device has been explanted and discarded.